Event description:
A sdct tracheostomy tube, as indicated on the box, was inserted into a pt and cuff began to leak. The clinician removed the trash and discovered that the tube was labeled as a 6dct. The tube was replaced with a 8dct without incident.